Manufacturer narrative:
Date sent: 2/10/2009: information not provided during initial contact. Information anticipated, but unavailable at this time

Event description:
It was reported that during a gastrectomy procedure, the staples on one side were not formed properly. The doctor commented that the tissue was a little thick, but it was within the range of firing. Another device was used to complete the case.